Manufacturer narrative:
Continuation of d10: product ID a820. Serial# unknown: product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving sufenta and bupivacaine via an implantable pump. The indication for use was non-malignant pain. The patient called in and reported that they were unhappy with the newest equipment. Per the patient it takes anywhere from 5 to 10 minutes to get a bolus. The agent walked the patient through changing the date and time on the handset. The patient stated it takes forever to get the bolus and states doesn¿t seem she¿s getting her boluses, but it says she was. The agent reviewed to talk with the hcp (healthcare provider) about this at next appointment. The agent walked the patient through clearing data on the phone and once this was cleared the patient was able to connect immediately.

Manufacturer narrative:
Continuation of d10: product ID: a820, lot# / serial# unknown, product type: software; product ID: hh9020tdd. Lot# / serial# (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the patient reported that they were experiencing a 30min lag during bolus delivery. Agent assisted them in clearing data and they were able to connect and deliver bolus without lag.